Event description:
Info obtained was that the respiratory therapist was assisting a pt during a routine check and mask fit. Therapist got the prescription from the doctor and changed the settings on the unit. After the mask fitting and settings check, therapist unplugged the female connector from the unit, without removing the male end from the wall socket, the female connector came apart in therapist's hand and was shocked. Therapist was not injured and no medical intervention was required. The power cord was returned and evaluated. It was found the tip of the receptacle was broken off at the interface between the two molded parts on the receptacle. The terminals of the connector were exposed.